Event description:
¿As reported by the patient¿s attorney, a pinnacle posterior pelvic floor repair kit (MFR report #3005099803-2013-13818) and an advantage fit system (MFR report #3005099803-2013-14053) were implanted into the patient on (B)(6) 2011. According to the complainant, the patient experienced an unknown injury. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.